Manufacturer narrative:
The initial MDR was submitted without a 510k number. The 510k of the device is k013971.

Manufacturer narrative:
Results: no samples or photos were returned for evaluation. Twenty retained samples from the implicated lot number were drawn with deionized water. They were then centrifuged at 1500g for 15 min. None showed any signs of damage. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5132225. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the bd vacutainer® citrate tubes 4.5 13x75 na citrate (0.105m = 3.2%) tube broke during use on two occasions. No serious injury or medical interventions. Rep suspected fragilised tubes.